Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet system after routinely announcing meals as ¿less than,¿ resulting in the pump delivering more insulin than needed and lows down to 42 mg/dl; the user treated with oral glucose and meal replacement shakes, and a factory reset and setup were completed with guidance, including use with a dexcom g7 sensor and inset infusion set. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no lasting health consequences, although unexpected medical intervention with medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.